Event description:
The international customer reported the ventilator alarmed and would stop working intermittently. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service engineer confirmed the reported problem. Review of the device diagnostic history noted vent inop occurrences due to a flow sensor fault. The service engineer reported the sensor pcb board was replaced and the reported problem corrected. Upon completion of service the customer requested replacement of the ventilator. The customer was provided with a replacement device and the sensor pcb board was returned as unused.